Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2011-01004. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4): the actual device involved in this event was returned for evaluation. The catheter was found to have a hole in the balloon.

Event description:
It was reported that a patient underwent a thermal ablation on (B)(6) 2011. During the procedure, the balloon would not maintain constant pressure. When the physician checked the balloon, a hole was noted in the top of the balloon. The procedure was aborted.